Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Patient information was requested but it was not available at the facility. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
A cardiac tamponade occurred and the procedure was cancelled. It was reported that versacross connect access solution for faradrive was selected for an ablation procedure. During the procedure, a cardiac tamponade occurred, while performing the transeptal with versacross device, the rf wire could not be advanced smoothly into left atrium after the energization, raising concern for myocardial injury at that time. The patient was treated with drainage and coronary angiography (cag) and the patient was recovered. It was thought to be a procedural issue. Other catheters were present at the time of the event; atrial cardioversion system (rigth atrium) non-boston scientific) and mapping catheter (non-boston scientific) in the right atrium. Resistance was noted during wire advancement into the left atrium. No further information was presented.

Manufacturer narrative:
Additional information added to describe event or problem. Correction in describe event or problem from guidewire to rf wire. Patient information was requested but it was not available at the facility. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It had cardiac tamponade and procedure was cancelled. It was reported that versacross connect access solution for faradrive was selected for ablation. During the procedure, a cardiac tamponade occurred, while performing the transeptal with versacross connect, rf wire could not be advanced smoothly into left atrium after the energization, raising concern for myocardial injury at that time. The patient was treated with drainage and coronary angiography (cag) and the patient was recovered. It was thought to be a procedural issue; however, it was requested to investigate device malfunction as well. Other catheters present included beeat (non-boston scientific) and octaray (non-boston scientific) in the right atrium. Resistance was noted during wire advancement into the left atrium. The device is expected to return for analysis. It was further reported that the versacross device or faradrive sheath did not cause the event and did not malfunction during the procedure. According to the physician, vcc wire did not advance smoothly into the left atrium, and it was considered possible that the myocardium may have been injured at that time. Tamponade occurred during procedure, so the procedure was cancelled.